Event description:
As reported, approximately thirteen years post initial right tka, this (B)(6) male patient had a revision due to increase wear of the polyethylene insert. There was no breakage of the device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device will be return.

Manufacturer narrative:
Concomitant medical products three peg patella 41mm (cat# 200-02-41 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) the revision reported was likely the result of a combination of axial rotation mismatch of the femoral component relative to the tibial insert and patient conditions resulting in high contact stress that led to wear and cracking of the polyethylene. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than 5 years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.